Event description:
It was reported that the patient presented for a routine interrogation. Upon interrogation, it was noted that the leadless pacemaker (lp) was unable to be interrogated. Troubleshooting was performed by repositioning the stickers, attempting a new programmer and moving the patient to a different location in the room. The lp would try to update the firmware but would fail. Eventually, the lp went into backup mode. The patient was moved to another room and the device was able to be interrogated successfully. The lp was restored from backup mode successfully. The patient was stable.